Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed no delivery. Customer's blood glucose was 433 mg/dl, treated with manual injection. Customer was advised to disconnect at quick release. Customer was advised to perform a manual prime and insulin did not exit and device alarmed. Customer was advised to disconnect and reconnect the tubing and push insulin through manually and insulin did exit. Customer was advised to reinsert reservoir and perform manual prime, insulin did exit. Customer was advised the device was working how it was designed. No further information reported.